Event description:
It was reported the patient had been experiencing an increase in charging. A replacement charging system did not resolve the issue. Further follow-up revealed, the patient is unable to turn the scs system on and is without stimulation. The patient is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.